Event description:
It was reported that the patient underwent a tka on (B)(6) 2013 and is experiencing pain. In addition to the persona tibial and femoral components implanted, the patient also received a tm patella; however, as of this date and based on the information received, the patient has not been revised. Note that the tibial components are of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.